Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system underwent a pocket evacuation revision due to a pocket hematoma, approximately a month after implant. The shock impedance measurement was 36 ohms, which technical services (ts) noted is likely due to the fluid in the pocket. This s-ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system underwent a pocket evacuation revision due to a pocket hematoma, approximately a month after implant. The shock impedance measurement was 36 ohms, which technical services (ts) noted is likely due to the fluid in the pocket. This s-ICD remains in service. No additional adverse patient effects were reported. Additional information was received that this s-ICD and electrode were explanted due to hematoma and infection. They will be going for culture and likely not going to be returned. Currently, there are no plans to re-implant at this time.